Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used extension set without packaging was returned in connection with this complaint. Visual examination noted a cut in the tubing in the direction of the axis and approximately 170mm behind the discofix. Upon visual examination, it was determined that the tubing had been cut off by the sealing tool during the packaging process. The batch record and our discrepancy management system database could not be reviewed as a lot number was not provided. In response to this incident, a visual information documenthas been created to sensitize relevant employees regaridng this failure. Additional, an information board has been installed on the production floow with information and examples of failure modes. Further, instructions concerning the correct handling of the process during packaging were reviewd with revevant employees. In response to similar reports of this nature, b. Braun has initiated a corrective action and preventative action (CAPA) which provides for root cause analysis and corrective action. We will maintain this report for further references, and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports that the tubing was "split" or "sliced" open, and that when the nurse hooked it up to the patient, the patient's blood "poured out". The nurse immediately disconnected the tubing. Minimal blood loss reported.